Event description:
Nasopharyngeal swab in right side nostril required for work. On going headache above right eye, blurred vision in right eye, trouble equalizing pressure in right ear even 2 days later. FDA safety report ID# (B)(4).